Event description:
Cardiac cath performed on (B)(6) 2004. At the conclusion of the procedure, hemostasis was attempted with a 6-french perclose device which failed, resulting in fracture of the shaft of the device with distal portion of the catheter left in the artery requiring surgical removal. On (B)(6) emergency right groin exploration with open arterial retrieval of the foreign body from the right external iliac artery and repair of the right common femoral artery was done. Diagnosis for use: coronary artery disease, severe aortic stenosis.